Event description:
The subject device was returned to olympus with no alleged complaint. During inspection and testing, service found the nozzle was clogged with foreign material. This report is being submitted for the malfunction found by service during evaluation of the subject device [foreign material]. There was no patient involvement.

Manufacturer narrative:
Further evaluation of the device found the air supply volume was out of specification due to the clogging of the air/water tube and nozzle. In addition, the bending angle in the right direction did not meet specification due to wear of the angle wire. The distal end cover had a burn. The connecting tube coating was peeling. The grip, suction cylinder, up/down/right/left knobs, mount case, and video connector, had discoloration. The flexibility adjustment ring, light guide connector, and the electrical contact of the video connector demonstrated scratches. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the brown foreign material and cause of the material lodged in the nozzle could not be identified. Discoloration was seen in various parts of the subject device (grip, switch box, up/down and right/left angulation control knobs, light guide connector case unit, and video connector). If reprocessing is performed properly in accordance with the instructions for use (IFU), discoloration does not occur. It is likely that the reprocessing of the device by the user was incorrect or insufficient. However, the root cause could not be determined. The event can be detected/prevented by following the IFU which state: ¿operation manual - preparation and inspection. Inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities.¿ ¿inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function¿. ¿reprocessing manual - precleaning the endoscope and accessories warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure.¿ ¿flush the air/water channel with water and air - caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ ¿manually cleaning the endoscope and accessories. Clean the external surface_ clean the external surfaces of the insertion section: while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges. Take the insertion section out of the detergent solution and confirm that no debris remains on all external surfaces, particularly the air/water nozzle opening and the objective lens on the distal end.¿ ¿flush the air/water channel with detergent solution¿. ¿remove detergent solution from all channels¿. ¿presoaking the endoscope: if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to the initial report: date received by manufacturer corrected.